Event description:
New information received indicates that the patient was well.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to event queue overflow resets. The device was tested on the bench and longevity calculations showed the battery depleted normally. The cause of the event queue overflow errors could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic in backup vvi. Possible cause of the issue is premature battery depletion. The device is subject to advisory. The device was explanted and replaced. No further information is available.